Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 7, 2014 ¿ march 10, 2014. The unit was filled using an unknown luer-lock syringe 50cc with a volume of 100 ml for 48 hours. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor experienced an underinfusion. The infusor was filled with 100ml of morphine. The infusion was expected to last a total of 48 hours, however the infusion ended after 36 hours. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 3.